Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an unknown reason. Additional information from the field representative was obtained which indicated that the lead was not implanted due to lead damage when trying to place on high septum for conduction system pacing. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to an unknown reason. Additional information from the field representative was obtained which indicated that the lead was not implanted due to lead damage when trying to place on high septum for conduction system pacing. This lead was never in service. No adverse patient effects were reported.